Event description:
A report was received that the patient felt pain around his ipg site. The physician confirmed that the ipg site had opened slightly. The site was cleaned and sterile strips were placed. The patient was prescribed with oral antibiotics as a precaution. The physician confirmed that the site was healed.